Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after loading the 4th sulu on idrive, a nurse confirmed the abnormal conditions that the jaw started to articulate automatically even with no manipulations for button nor lever was applied. Even trying to load again the sulu, found it would not be removed from the device. As a result the doctor was forced to removed it manually and it was replaced for new one and no problem was confirmed to complete the case. No pt harm. For postoperative inspection with loading the 4th sulu with the device again, it was confirmed that the same trouble was duplicated: it could be loaded but would not be removed from the idrive. Operating time not extended. It is unk whether reinforcement material was used.